Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced diabetic ketoacidosis and was feeling unwell, the cgm was reading 200 mg/dl and the blood glucose reading was 500 mg/dl. The patient decided to go to the hospital, and before she went to the hospital, she also changed her sensor. At the hospital blood glucose reading was 454 mg/dl, at that moment the cgm reading was the same with the new sensor. The patient stated she stayed a total of 4 days in the hospital and was given treatment with insulin and ¿water glucose¿. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.